Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a power (moisture ingress) issue. The reporter alleged no power to the pump and reported moisture behind the display. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 08/15/2016. Device evaluation: the device has been returned and evaluated by product analysis on 07/20/2016 with the following findings: the review of the black box data showed several power reboots on a single date. Investigators were unable to duplicate the original ¿no power¿ complaint as the pump was able to power on. The pump case was cracked at the bottom right corner of the display lens, extending to keypad. Moisture was observed under the display lens. A leak test failed due to a pump case leak. Unrelated to the original complaint, the battery compartment was noted to be cracked. The keypad buttons were unresponsive. The keypad was undamaged and upon removal of the keypad cover, no contamination was found under the contacts. The pump was disassembled and moisture induced damage was found on the keypad flex connector, the continuous glucose monitoring board, and the power printed circuit board. Further investigation was impossible to perform due to unresponsive keypad. (B)(4).